Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dry mouth. A patient reported unable to test, felt meter caused them harm. Their meter allegedly would not power off. The result on their meter: unable to get results. The time difference between patient's meter and the ER meter: no comparison. Treatment was: no treated. No further information has been reported.